Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified issue with the pump component. The existing pump was explanted and replaced even though the ipp was cycling as intended. The replacement pump was implanted at a different site. The explanted pump component is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.